Event description:
Updated summary: the customer experienced hypoglycemia and was treated with apple juice.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, h6 added (health effect - clinical code- 1912 & health effect - impact code-4613) and removed (health effect - clinical code- 1912, 1912, 1912 & health effect - impact code-4644, 4650, 4614) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported the loss of communication between the insulin pump and the transmitter. Blood glucose value at the time of the event was 43 mg/dl. The customer was treated with glucagon, carb intake, and other. The event involved product(s) mmt-1884, mmt-7841zn, unk_reservoir, unomedical, and mmt-7040a. Troubleshooting was partially performed. The transmitter was in warranty, compatible, programmed into the pump, and connected to a fully inserted sensor. The customer was advised that the "lost sensor signal" alert typically appeared about 30 minutes after the initial loss of communication. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7841zn. No product return is required for unk_reservoir. No product return is required for unomedical. No product return is required for mmt-7040a.